Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficult to remove was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot was performed and revealed no other incidents. The investigation determined the reported difficulty to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Concomitant devices: guide wire: balance middleweight, stent: 2.75 x 23 xience alpine. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The balance middleweight (bmw) guide wire and xience alpine stent system are filed under separate medwatch reports.

Event description:
It was reported that during a procedure of the left anterior descending artery (lad), the balance middleweight (bmw) guide wire was positioned in the diagonal artery (da) and the 2.75 x 23 mm xience alpine stent delivery system (sds) was advanced but failed to cross the lesion due to the anatomy. The sds was removed and pre-dilatation was attempted, but it did not exit the guide catheter and was removed. A pilot 50 guide wire was advanced to the lesion next to the bmw. The same xience alpine sds was attempted, but did not cross the lesion. During removal, resistance was met and the devices were removed as a system. A different pilot 50 guide wire was advanced with anatomical resistance as the da was dissected. Additional dilatation was performed and two non-abbott stents were implanted with a good result. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.